Manufacturer narrative:
(B)(4). Baxter's device evaluation is in progress. When complete, a supplemental report will be submitted.

Event description:
It was reported that a pump had no audio tones for alerts or alarms. This occurred before the first clinical use of this device.